Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced distal pain. The cylinders were explanted and replaced. No further patient complications reported.